Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that. During a shoulder cuff repair surgery, after using the starter and a 4.5mm tap, the twinfix ultra anchor was fractured. All broken pieces were removed from the patient by suction. Surgery was completed with a back-up in the originally drilled bone hole, no voids were left. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient's status is healthy.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the anchor and suture strings are on the insertion device. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that the provided image of the device confirms the breakage. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user vs procedural variance. Since it was noted that the surgeon was satisfied with the surgical outcome and the patient is healthy no further patient impact is anticipated. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. No containment or corrective actions are recommended at this time.